Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional reported "pain" . This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later healthcare professional reported "pain" . This record is for the left side. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date september 2025. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Later healthcare professional reported "pain" . This record is for the left side. Device has been explanted.